Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up/display blank) was investigated. Upon receipt, the monitor was able to power on but displayed service code 102 - charge profile fault. The monitor failed incoming functional testing. Upon investigation, there was corrosion on connector j502 on the c/a board. The corrosion on the connector damaged the power supplies and caused thermal damage to capacitor c19 and resistor r46. The thermally damaged c19 released electrolyte on the c/a and defibrillator boards, resulting in the contamination of multiple components on the boards. The cause of the reported failure, service code and test failure was the damaged components. The cause of the damaged components was the corrosion on j502. The cause of the corrosion on j502 was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4). The patient using the monitor reported that the monitor would not fully power on.